Manufacturer narrative:
Insulin pump received with a protruded/loose drive support disk. Unable to perform the basic occlusion, prime and excessive no delivery tests due to the drive support disk anomaly. A broken reservoir tube lip, missing reservoir tube o-ring, broken belt clip slot and a scratched display window was also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that he went to the hospital because the insulin pump was not functioning and he did not know what to do. The caller stated that he bolused, but it was not delivering and his glucose level was getting higher over the past twenty four hours. Troubleshooting was performed, and the drive support cap was protruded and was sticking out since a week ago, but the customer did push back in. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.